Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements greater than 200 ohms. The physician suspects the competitive right ventricular (rv) lead may have sustained a fracture. The patient is an active fifteen year old and at rest, the were seeing what they thought was an idioventricular rhythm which may be junctional at 55bpm. It was later revealed that the patient's old implantable cardioverter defibrillator (ICD) had been programmed vvi 55 and the rate they were seeing was a pacing rate. A boston scientific technical services consultant discussed possible considerations for zone programming. A revision procedure was performed and the device and lead were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.